Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a 375 antenna failure code on their implantable neurostimulator (ins) recharger. This code was seen on (B)(6) 2016. The patient further reported that their ins shut off on (B)(6) 2016 and that they were in pain. The patient was redirected to repair for a replacement antenna. The indication for implant was multiple back operations.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.